Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the total daily dosage values did not match the bolus delivery history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the total daily dosage values add up and equal the basal target. The pump was exercised for 24 hours on a 1 unit per hour basal rate and the total daily dosage reflected 24 units appropriately. No errors, alarms, or warnings occurred during the 24 duration test. Advanced boluses were correctly performed and recorded in the bolus history at the correct time and order. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses despite the cover damage. The complaint that the total daily dosage values not matching the bolus delivery history was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.